Manufacturer narrative:
(B)(4). Batch # t5c509. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap hysterectomy, mid-fire the stapler made a crunch sound and locked out (we assume it¿s because the firing handle went back in neutral position). After the stapler was removed it was noticed that the staples at the distal end of the cartridge did not deploy. The appendix was transected and fully stapled and we suspect the tissue was in the proximal portion of the stapler which resulted in not needing to be oversewn. The procedure was successfully completed and there were no patient consequences reported.